Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to omsc but was returned to the olympus customer service in france. The incoming inspection by customer service found following; the body control unit was damaged. The switch 1 on the control body worn and was torn. The device had been repaired. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. 1.4 precautions warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Air/water channel: escherichia coli (20 cfu/endoscope). Instrument channel: escherichia coli. Suction channel: escherichia coli. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.